Event description:
It was reported that a pump declared an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. The customer declined to provide information about their blood glucose level. The customer followed instructions to clean the speaker holes of the pump and reconnect the cartridge, which allowed the insulin to resume, and the alarm did not recur. The pump returned to normal operation, and the customer received tips for preventing similar alarms in the future.